Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with the implant of an alto abdominal stent graft system. During this initial procedure, it as reported that the contralateral limb only partially filled with polymer. The event did not have any impact on the patient.

Manufacturer narrative:
The devices involved in this event (stent grafts) will not be returned for evaluation and remain implanted in the patient. The delivery system will not be returned as it was discarded. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.